Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Approximately five weeks ago, the user hit his head on the bedside cabinet after falling out of bed. Since then, his hearing performance with the device has been affected. Re-implantation is being considered. No date has been scheduled yet.

Event description:
Approximately five weeks ago, the user hit his head on the bedside cabinet after falling out of bed. Since then, his hearing performance with the device has been affected. The user was reimplanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.